Manufacturer narrative:
(B)(4). The sample has been discarded and will not be returned for evaluation.

Event description:
According to the reporter: during a laparoscopic right donor nephrectomy procedure, the surgeon stapled the renal vein and clipped underneath the staple line with a ligaclip. When the stapler was released, the vein was divided but was only partially closed, which resulted in hemorrhage directly from the vena cava. This was stopped with a row of ligaclip to buttress the staple line. The staples looked as if they had not tightened properly on the vein. No harm has come to the patient.